Event description:
It has been reported the brake ring coating is degrading.

Manufacturer narrative:
It is reported and alleged the coating on the brake rings is degrading. This may be a result of customer abuse or improper cleaning solutions being used applied.